Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, ptosis, desire to have smaller breast implants . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 375cc mentor memorygel breast implant prostheses and experienced right-sided rupture, bilateral grade ii/iii capsular contracture, and bilateral grade I ptosis postoperatively. The patient had a consultation with a healthcare professional on (B)(6) 2021, and the diagnosis was confirmed. In addition, the patient felt that her breasts were too big after the implantation surgery. As a result, the patient underwent bilateral removal and replacement with two 300cc mentor memorygel breast implant prostheses (catalog #: 3503001bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. Upon explantation, right-sided rupture was observed. This report is for the left-sided prosthesis.